Event description:
This is being reported as an adverse event because the complaint originated from an attorney. The xenform device was implanted on (B)(6) 2012. There were no complications during surgery. On (B)(6) 2012 the patient was doing well with no issues, no erosion and no prolapse. On (B)(6) 2012, the patient had lower quadrant pain with normal vagina and no prolapse. On 08/29/2012 vaginal sutures could be seen as well as vaginal atrophy. Patient treated with premarin. This continued on (B)(6) 2012. On (B)(6) 2012 the patient was diagnosed with an enterocele and synthetic mesh erosion and offered a pessary. On (B)(6) 2012, the patient no longer wanted to use the pessary and asked to have surgical repair and excision of the synthetic mesh. On (B)(6) 2012 the patient had revision surgery with repair of the enterocele and excision of the synthetic mesh. On (B)(6) 2013 the patient is doing well. The complaint via the attorney was that the patient suffered an injury (unspecified). It is not known when the event occurred. There has been limited communication with a healthcare professional. No conclusion can be drawn.